Event description:
A malfunction was reported on the pump after it got wet, displaying a malfunction 3 code that could not be reset. There was no adverse impact on the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.